Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing. Evaluation conclusion code no longer applies.

Manufacturer narrative:
The summary should have stated ¿on (B)(6) additional information received reported that the pump was being replaced. The last motor stall was (B)(6) and the stall had not recovered¿ instead of (B)(6), respectively.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 1170mcg/ml at 455.3mcg/day, bupivacaine 26mg/ml at 10.117mg/day, prialt 0.4mcg/ml at 0.155mcg/day and dialudid 52mg/ml at 20.253mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation. A motor stall and recovery occurred on (B)(6) 2016 and was currently running. The patient did not recently have an MRI. There were no patient symptoms reported. On (B)(6) additional information received reported that the pump was being replaced. The last motor stall was (B)(6) and the stall had not recovered.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 1170mcg/ml at 455.3mcg/day, bupivacaine 26mg/ml at 10.117mg/day, prialt 0.4mcg/ml at 0.155mcg/day and dialudid 52mg/ml at 20.253mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported a motor stall was seen at initial interrogation. A motor stall and recovery occurred on (B)(6) 2016 and (B)(6) 2016 and was currently running. The patient did not recently have an MRI. There were no patient symptoms reported. On (B)(6) additional information received reported that the pump was being replaced. The last motor stall was (B)(6) and the stall had not recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.